Event description:
Report rec'd via medwatch states, "epidural needle tip missing upon withdrawal by anesthesia." X-rays confirmed "needle tip in subcutaneous soft tissue superficial to l 2-3 disk space." Pt rec'd surgical consultation, and surgery was not recommended.